Manufacturer narrative:
The ise system is calibrated every 24 hours, and qc is run every 8 hours. Prior to the event, there were intermittent high ise qc results which upon repeat were within the established ranges. The customer uses the twice-weekly flow cell maintenance procedure. Pre-analytical sample handling was discussed with the customer. A field service engineer (fse) was dispatched: the fse conducted a precision study on ise chemistries. The fse replaced ratio pump and an electrolyte injector cup. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems. The high na results were repeated based on critical rerun. The samples were re-tested and lower results were generated for both chemistries. An example of the initial and repeated results was provided. The erroneous results were not reported out of the lab. Patient treatment was not affected.